Event description:
Device was part of a revision surgery involving retropatellararthrose, polyethylene synovialitis, lateralisation of the patella, and osteophyten at the medial tibia edge. This is a request for visual evaluation of the polyethylene tibia component noting whether the wear is overated or underated for the timeframe it was implanted.